Event description:
A malfunction was reported with a displayed malfunction code of malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappeared, and they acknowledged this guidance.